Event description:
Customer reported an unexpected negative reaction with the 2 cell_screen assay on galileo. Anti-kell was missed on a patient sample.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. It is not posible to rule out the sample as a cause of the event.